Event description:
Information received from the field does not address the patient's clinical status but notes microprocessor reset. The device was in vvi mode with a unipolar output of 4.5v and dashes (---) for the sensor parameters. Attempts to program the sensor parameters and mode were unsuccessful. The device was subsequently replaced.